Manufacturer narrative:
The events of lymphoma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause of the events. The device will not be returned as it was discarded. Device labeling addresses: lymphoma, including anaplastic large t-cell lymphoma (alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of the reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." Device history record states: "review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process . All breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from oracle was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. In addition, DHR for shell runs number (B)(4) did not identify any errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. Erir number (B)(4) was referenced in DHR record for shell run number (B)(4); this ER is related to tapering process, however there is no impact to the devices based on the regulatory requirements. Erir number (B)(4) was referenced in DHR record for shell run number (B)(4); this ER is related to tapering process, however there is no impact to the devices based on the regulatory requirements. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications."

Event description:
Physician reports "patient underwent delayed reconstruction. No problems until 2015 when patient developed a spontaneous heamo-serous fluid collection around the implant." This file is for the left side. Device was removed and replaced. Further report states, "implant appeared predominantly intact but tiny irregularity identified and implant was therefore replaced. Large blood stained fluid collection recurred in 2016 leading to further exploration and fibrinous tissue was removed and sent for histology. Diagnosis of alcl confirmed by expert haematology panel." Pathological markers to confirm alcl have not been received; therefore, this event will be captured as lymphoma.

Manufacturer narrative:
Corrected data: describe event or problem.

Event description:
There is no complaint against this device. Events of seroma and alcl have been reported against a subsequent device in manufacturer report # 9617229-2016-00170.